Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Concomitant therapy: 5076-58 implantable pacing lead, implant date: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device migrated to the patient's upper chest area and was interfering with the patient's shoulder. Additionally, the device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.